Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing difficulty with the insulin delivery. The contact declined to state if the blood glucose level was impacted. The customer had reverted to using insulin injections to manage diabetes. Tandem technical support had the customer review the pump history and multiple occlusions alarms were found.